Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "tubing disconnect off the cassette." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6)2020 . Visual inspection confirmed that the set was disconnected on the right side of the cassette. The reported issue was confirmed. The tubing disconnected from the distal end of the cassette module. The affected administration set has been scrapped.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00020).